Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results on a 32yrs old female patient. The results provided were: on (B)(6) 2026, sid (B)(6): initial= 216.3 pg/ml /repeated on alinity (B)(6)=8.8 pg/ml second specimen drawn at same time respected on alinity (B)(6)=8.2, 8.1 and 9.1 pg/ml laboratory reference range for troponin=< 14.0 pg/ml. Loopback study data were also provided for troubleshooting purposes, and no discrepant patient results were identified. There was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 8p13 that has a similar product distributed in the us, list number 4z21, with 510k/PMA/bla number k202525.